Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the final line of the homechoice cassette and final bag which resulted in leak, that led to this alarm. There was solution on the floor. Renal therapy services (rts) guided the caregiver to end the therapy and advised to contact the nurse regarding the issue. Rts reviewed proper procedures per the user manual reviewed with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned therefore, a device analysis could not be completed. However, a loose connection was reported between the final line of the homechoice cassette and final bag which resulted in leak; which is known to cause this alarm. The cause of the loose connection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.